Event description:
Introducer was being used as an exchanger. Device was inserted to remove the broncho catheter and a 3/4" long piece broke off the device. The piece was retrieved and a new tube was placed inside successfully. Per (B)(6), the device had been reused several times and wiped down with alcohol each time. The device was discolored and dried out. The device is clearly labeled as for single use only.